Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that upon interrogation this cardiac resynchronization therapy defibrillator (crt-d) displayed a shorted shock warning screen. A review of the lead diagnostics revealed that all associated leads had loss of capture (loc) and low out of range impedances. The device was explanted without incident. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the device did not identify any arc marks on the titanium case. Review of the stored memory confirmed a shorted lead indicator recorded by the device on (B)(6) 2014. A bench test to assess the output bridge integrity was performed and a low shock impedance measurement resulted. This out-of-range measurement indicates the high energy output bridge is electrically damaged. Damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry.